Event description:
It was reported that (1) device was used during an esophagogastrectomy. It was reported by the affiliate that the al326 instrument fired one clip on another. Another instrument was used to complete the case. There was no consequence to the pt.